Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Prior to the procedure the physician noted the patient's right atrial (ra) lead capture threshold was stable but elevated. The patient was asymptomatic. The physician elected to monitor the lead. The patient was stable before, during and after the visit.